Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The blood glucose reading at time of call was 253mg/dl. The nurse called asking how to access into the basal rates in the insulin pump. Attempted to call back to gather more information without results. No further information was provided.